Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video assisted thoracic surgery left upper lobectomy procedure, during firing or return of the blade, the device jammed and would not open. The device was cut out. (B)(6).